Event description:
It was reported that the patient is having issues after using the spinalpak device. The patient stated that when she treats she feels unsteady and weak. The patient stated that after treating for 14 hours on the first day she felt weak and unsteady on her feet. The patient stopped treating and stated that it took her a day and a half to feel better. The patient tried treating again and felt the same weakness and unsteadiness after treating for one hour. The patient mentioned that she does not feel this way when sitting. The patient again paused treating for about a day, tried to treat again for one and a half hours but felt the same issues. The patient has not treated since and has not spoken to her doctor about any of the issues. The patient claims there is no pain involved and no rash or swelling. The patient advised that she suffers from issues with barometric pressure when there are storms in the area and wondered if the unit affected that. The patient stated she had been doing physical therapy for several months prior to starting treatment with the spinalpak. The patient is treating the lumbar area. The patient wondered if she could have developed "electromagnetic hypersensitivity" since the last time she was treated with the spinalpak in 2010. The patient was told to pause treatment until she discusses these issues with her doctor. The patient was not sent a replacement product at that time. The sales representative spoke with a customer service representative and agreed the patient should discuss her symptoms with her doctor since she had similar symptoms noted in her chart before starting spinalpak treatments. The sales representative will follow up with the patient and doctor. Customer service spoke with the patient; it was explained she should discuss her symptoms with her doctor and receive permission from him to proceed with the spinalpak treatments. The patient stated she had similar symptoms prior to starting spinalpak treatment, and she said she had similar symptoms when she tried nsaids. The patient was advised that the sales representative would follow up with her in a day or two to find out what her doctor advised regarding the spinalpak treatments moving forward. It was later reported by the patient that their doctor does not know why they are having the issue. The patient stated that they were considering stopping treatment but had not decided. The patient stated that they have an upcoming appointment with their doctor this week and will decide afterward whether they are going to proceed with treatment. The patient later reported that she discontinued use of the spinalpak device because she was scared to use it. The patient's doctor was not able to identify the cause of the issue. The doctor suggested platelet rich plasma injections as an alternative. The patient is currently in the process of this treatment.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient is having issues after using the spinalpak device. The patient stated that when she treats she feels unsteady and weak. The patient stated that after treating for 14 hours on the first day she felt weak and unsteady on her feet. The patient stopped treating and stated that it took her a day and a half to feel better. The patient tried treating again and felt the same weakness and unsteadiness after treating for one hour. The patient mentioned that she does not feel this way when sitting. The patient again paused treating for about a day, tried to treat again for one and a half hours but felt the same issues. The patient has not treated since and has not spoken to her doctor about any of the issues. The patient claims there is no pain involved and no rash or swelling. The patient advised that she suffers from issues with barometric pressure when there are storms in the area and wondered if the unit affected that. The patient stated she had been doing physical therapy for several months prior to starting treatment with the spinalpak. The patient is treating the lumbar area. The patient wondered if she could have developed "electromagnetic hypersensitivity" since the last time she was treated with the spinalpak in 2010. The patient was told to pause treatment until she discusses these issues with her doctor. The patient was not sent a replacement product at that time. The sales representative spoke with a customer service representative and agreed the patient should discuss her symptoms with her doctor since she had similar symptoms noted in her chart before starting spinalpak treatments. The sales representative will follow up with the patient and doctor. Customer service spoke with the patient; it was explained she should discuss her symptoms with her doctor and receive permission from him to proceed with the spinalpak treatments. The patient stated she had similar symptoms prior to starting spinalpak treatment, and she said she had similar symptoms when she tried nsaids. The patient was advised that the sales representative would follow up with her in a day or two to find out what her doctor advised regarding the spinalpak treatments moving forward. It was later reported by the patient that their doctor does not know why they are having the issue. The patient stated that they were considering stopping treatment but had not decided. The patient stated that they have an upcoming appointment with their doctor this week and will decide afterward whether they are going to proceed with treatment. The patient later reported that she discontinued use of the spinalpak device because she was scared to use it. The patient's doctor was not able to identify the cause of the issue. The doctor suggested platelet rich plasma injections as an alternative. The patient is currently in the process of this treatment.